Event description:
Customer reported observing fluid residue in the ortho provue analyzer interior after completion of type and screen testing with 8 samples. The customer did not report the instrument posted condition codes.

Manufacturer narrative:
Customer reported observing fluid residue in the ortho provue analyzer interior after completion of type and screen testing with 8 samples. The customer did not report the instrument posted condition codes. The log files submitted by the customer did not contain the info required for investigation. Therefore, the customer's complaint could not be verified. An ocd field engineer (fe) arrived on site. Fe replaced the probe, wash station and performed the appropriate diagnostics to return the analyzer to expected operation. No erroneous results were reported. No death or serious injury was reported as a result of this incident. Carry over and/or cross contamination was not reported as a result of this incident. If this incident were to recur undetected, erroneous results could be reported and possible transfusion of incompatible blood could occur. Based on the available info, instrument malfunction could not be ruled out as a possible contributing factor.